Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette reservoir was returned for analysis in used condition without its original packaging. Visual inspection showed a cut in the tube. Functional testing involved using a syringe to infuse water into the assembly bag and leaking was detected. On further investigation, a foreign material removal tool was able to reproduce a cut similar to the one observed on visual inspection. The investigation determined that a probable, but unconfirmed, cause of the reported issue to be that during the assembly process a worn foreign material removal tool may have damaged the tube. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that during the use of smiths cadd cassette reservoir, it was discovered that the "pouch" is wet. The patient suspected medical fluid was leaking from somewhere on the infusion route. There was no reported injury to the patient.